Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system device was used during a mid urethral sling placement procedure performed on (B)(6) 2016. According to the complainant, a day after the surgery, the patient experienced bilateral groin pain and difficulty walking. Physician prescribed narcotics to relieve the pain. The pain was initially worse on the left groin but was resolved. Pain on the right groin persisted. After two weeks, the physician tried infiltration of marcaine around the obturator nerve, which provided temporary relief. Three weeks post-procedure, physician removed the entire right side of the tape, which provided complete resolution off her pain.